Event description:
"This embolectomy catheter was used to remove blood clot. In the 2nd use for this patient, they felt resistance and couldn't remove the catheter. The spring tip of the catheter was stretched and the user cut the part with scissors. The remaining part was left in the patient's left leg because the patient's left leg was planned to be cut off .this incident hasn't affected this patient yet."

Manufacturer narrative:
Investigation summary: the tip of the returned catheter, from balloon midsection onward, was missing. This confirmed the clinician's statement that, during his second insertion, he had to cut the catheter to complete the procedure. It is unclear why the catheter completed its first pass successfully only to be trapped in the vessel on the second pass. The root cause of the malfunction can not be determined due to a lack of information related to the conditions surrounding the event. This document represents our initial and final report.